Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the insulin pump had a and e alarms, motor errors, scratches on screen which makes difficult to see insulin pump settings, squirts insulin during priming, rewind takes longer, insulin pump grinds during rewind and battery life diminished. The customer blood glucose level was unknown. Customer¿s mother declined to troubleshooting for the other issues, besides the damage to the insulin pump. The insulin pump will be returned for analysis.